Manufacturer narrative:
The product complaint analysisteam has completed its investigation of the device which was returned to co with product injury #974770. Visual inspection & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming; and trocar condition, nonconforming; functional tests & results: does safety sheild retract, nonconforming; flapper door functional, conforming; and lockout functional, conforming. Appropriate engineering and manufacturing personnel have been advised of this incident. Co review each incidence as it occurs in an effort to continuously improve the products and processes.

Event description:
It was reported the 512sd was used during a laparoscopic cholecystectomy. It was reported the trocar reset button would not stay down. There was no consequence to the pt. 08/07/1997 a 511sd was opened to complete the case.